Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they called before to have the data deleted from the handset and they wanted assistance in doing that again because the handset was lagging at 90% again. The patient wanted to write down the steps so they wouldn't have to keep calling. An agent assisted the patient in deleting the data. The patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable pump containing unknown drug for non-malignant pain and general nociceptive condition. It was reported that the communicator was moving slow at 90% and stops. Pt stated they have to 'reset'. Pt stated they can't remember how they have done this before. Pt then stated that it's 'saying I have to reset the phone' and it 'froze the screen'. Pt denied any error messages and pt did not explain what they meant by that. Agent assisted pt with clearing data on the handset - pt stated they did not see a message to click "ok" or "cancel" at the end but, the data says 0. Pt connected to the pump and pt stated it was very fast.